Event description:
Oncologist (B)(6) used the oncotype dx test to deny chemotherapy for stage iib bilateral breast cancer, event though it was not a validated test for node positive breast cancer in early 2012. It appears there is no prohibition on such use nor is there any warning to patients that it is investigation. The test showed a recurrence score of 20 and no benefit from chemotherapy. All traditional measures of the need for chemotherapy indicated, I should have received chemotherapy and the nccn guidelines recommended chemotherapy. I developed metastases 15 months after surgery. At that point, I learned from a review of my medical records that (B)(6) used this test to deny me chemotherapy (which I had requested). There appears to be no standards governing the use of this test, no warnings to patients that it is investigational and no way a patient can dispute its use in making treatment decisions.